Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a display screen froze during a surgical procedure. The system became inoperable. The surgeon sutured the patient's eye and discontinued the procedure. The patient was brought back to operating room the next day to complete the procedure. There was no patient harm.

Manufacturer narrative:
The host module and the supervisor module printed circuit board (pcb) were received and a visual assessment of the returned samples showed no obvious nonconformities. The samples were installed into a calibrated system, but the reported events could not be replicated. The system was rebooted successfully 3 times and was found to meet display relevant specifications per service test procedure (stp). The samples were received and the reported events could not be replicated. The samples were found to meet relevant specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. However, the company service representative noted that after the initial freezing/screen failure, the system can be reset without any issue. The host module and the supervisor module printed circuit board (pcb) were replaced to resolve the issues. Unrelated to the reported event, the air filter and fan kit were replaced. The system was then tested and met all product specifications. The system was manufactured on june 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming host module and the supervisor module printed circuit board (pcb). (B)(4).